Manufacturer narrative:
Correction : testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 139666 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot 139666 and test base part number 195-430h / lot 135419a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 139666 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient/validation samples.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow¿ covid-19 ag card test performed on (B)(6) 2021. On the same day pcr confirmation testing was performed and generated a negative result. Customer confirmed patient was not symptomatic. No additional patient information, including treatment and outcome, was provided.